Event description:
A surgical procedure had began. All 4 overhead stop lights were on. A registered nurse noticed thick black smoke ascending from light box 3-4 and traveling up the wall. The rn notified the surgeon, and turned off the light box, while the 2nd rn notified hall supervisor. The smoke stopped immediately, after turning off light box. The light box was very hot to touch. A fire extinguisher was brought with immediate support team response.